Event description:
It was reported that revision surgery was performed due to pain and elevated cobalt and chromium levels.

Manufacturer narrative:
Combination of devices constitutes an off label application in the united states.